Event description:
Plastic wrapping had been inside me, I have no idea if there's more [foreign body in reproductive tract] had a part of plastic wrapping come out when pulled the tampon out - vagina [complication of device insertion] plastic wrapping had been inside of me - vagina [device issue] consumer contacted via e-mail and stated that she had a part of the plastic wrapping come out when she pulled the tampon out; the plastic wrapping had been inside of her. No serious injury was reported.

Manufacturer narrative:
20-may-2020 the product was updated to just tampons naturals regular-normal non deodorant 20ct. A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Plastic wrapping had been inside me, I have no idea if there's more [foreign body in reproductive tract]. Had a part of plastic wrapping come out when pulled the tampon out - vagina. [Complication of device insertion.] Plastic wrapping had been inside of me - vagina [device issue]. Consumer contacted via e-mail and stated that she had a part of the plastic wrapping come out when she pulled the tampon out; the plastic wrapping had been inside of her. No serious injury was reported.

Event description:
Plastic wrapping had been inside me, I have no idea if there's more [foreign body in reproductive tract] had a part of plastic wrapping come out when pulled the tampon out - vagina [complication of device insertion] plastic wrapping had been inside of me - vagina [device issue] case description: consumer contacted via e-mail and stated that she had a part of the plastic wrapping come out when she pulled the tampon out; the plasticwrapping had been inside of her. No serious injury was reported.

Manufacturer narrative:
24-jun-2020 product investigation results: no failure could be identified as a result of the investigation.